Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: 09/14/2015; electrode belt: 03/22/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was hospitalized at the time of the event. Review of the event indicates that the patient was treated on (B)(6) 2016 with a rhythm of asystole with CPR artifact. CPR artifact contributed to the false detection. The post-shock rhythm was asystole with CPR artifact. The response buttons were not used during the event. The patient remained in asystole and severe bradycardia until device removal. The patient passed away on (B)(6) 2016.